Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted the kink in the middle of the drainage tubing. The photo sample provided shows a kink in the drainage tubing. This does not meet specification per inspection procedure which states, "any kinks in drainage tube which reduce the i.d more than 25% are not permitted". A potential root cause for this failure mode could be "incorrect assembly operation/ components placement / accessories". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." Correction: d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the inlet tube of the drain bag was bent. It was stated that the inlet tube curled up in the packaging was strongly bent and could not be straightened out even after the packaging was opened. Per follow-up information received from ibc on 05dec2022, stated that no shipping damage was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet tube of the drain bag was bent. It was stated that the inlet tube curled up in the packaging was strongly bent and could not be straightened out even after the packaging was opened.